Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17559884, UDI: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The explanted products were discarded per hospital policy and patient was doing well postoperatively.